Manufacturer narrative:
The account has isolated the issue to the circuit board. The account has decided to put bed in storage and not repair the bed at this time.

Event description:
The account alleged that when the head down function is used from either side rail that the head will continue to go down when function key is released. No patient impact.